Manufacturer narrative:
(B)(4). One flexiva ID tractip 200 laser fiber was returned broken in two pieces. The first piece measured approximately 297.5 cm from the top of the connector to the break. The second piece measured approximately 17.3 cm from the break and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2019. According to the complainant, during preparation, the tip of the laser fiber was broken while they were advancing the fiber through the scope. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications and the patient's was condition was fine after the procedure.